Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working as intended. At an in-clinic visit, the physician heard air in the pump when trying to cycle the device. Surgical intervention was performed and it was noted that both cylinders were split at the proximal area, resulting in fluid loss; air in the pump was confirmed. The pump and cylinders were explanted and replaced. The reservoir remains implanted. There were no patient complications.

Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working as intended. At an in-clinic visit, the physician heard air in the pump when trying to cycle the device. Surgical intervention was performed and it was noted that both cylinders were split at the proximal area, resulting in fluid loss; air in the pump was confirmed. The device was explanted and replaced. There were no patient complications.